Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has 2 leads (from the same lot) implanted as part of her sys system. It was reported, the pt is experiencing ineffective and intermittent stimulation. Diagnostic testing revealed invalid impedance readings on multiple lead contact. Reprogramming was unable to resolve the issue. The pt is to consult with the nurse practitioner as the next course of action.